Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were sticking and the numbers began to ramp up when attempting to bolus. The customer's blood glucose was 241 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corners and a cracked display window.